Event description:
It was reported that foreign matter was observed on two (2) 1.5mm flo-thru devices. One device had foreign matter on the shaft. The second device had an unspecified object found in the opening of the bulb. This issues were observed during inspection. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual devices were received for evaluation. Visual inspection was performed which identified particulate matter inside the lumen edge and outer bulb surface of a device and around the outer edges of the lumen of the second device. The reported condition was verified. The cause of the particulate could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.